Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: (B)(4), model: sc-1416, serial: (B)(4), lot: 214746.

Event description:
It was reported that the day following a spinal cord stimulator paddle lead implant procedure, the patient was unable to move her legs. The patient was admitted to the hospital where imaging was taken and the patient underwent an explant procedure. The patient has almost fully recovered. The physician assessed that the implant procedure caused a possible hematoma which led to having trouble moving the legs. The explanted devices will not be returned as they were disposed of by the medical facility.